Manufacturer narrative:
(B)(4). Date sent: 1/14/2021. The pad was returned for evaluation. During the visual inspection, no abnormalities were observed. Pad was functionally tested for continuity and found to be performing as expected. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: the cautery on the generator was not working, and they experienced a spark. There were about three different areas on the leg that presented a first- or second-degree burn. A towel clip was attached to the drape.

Event description:
It was reported that during an unknown procedure the patient received a burn. No other information is available.